Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred after the customer delivered a bolus. Customer's blood glucose was 102 mg/dl. Customer was ultimately able to clear the alarm. Customer loaded a new cartridge onto the pump and resumed insulin delivery.